Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the buttons are not working and that the error occurred 5 days ago on (B)(6) 2014. Customer also stated that he stopped using the pump and had taken the battery out. Customer put the battery back in, but the act button was not working. Customer's blood glucose level was 180 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No button error alarms were noted during testing. The device was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.